Event description:
Medtronic received information that thirteen months following the implant of this transcatheter bioprosthetic valve, the patient underwent an ablation for treatment of an arrhythmia. Following the ablation, the patient was admitted overnight for paroxysmal ventricular tachycardia and was noted to have increased frequency of the arrhythmia. The patient tolerated the ablation well and was discharged home the following day. No adverse patient effects have been reported. The valve remains implanted.

Manufacturer narrative:
Product analysis: the device remains implanted and therefore was not returned for analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Per the melody instructions for use (IFU), arrhythmias are a known potential adverse event following implantation of the device. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.